Manufacturer narrative:
Update: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an endurant stent graft system during the endovascular treatment of a 50mm abdominal aortic aneurysm on. The proximal aortic neck diameter was noted as 24mm-25mm and 15mm in length. Moderate thrombus was noted at the seal zone. It was reported on the day of the index procedure the patient complained of lower limb weakness. The patient was reviewed by the vascular physician and recovered without treatment 2 days post the index procedure. It was also reported 2 days post the index procedure, the patient felt unwell and had a raised temperature (38.5) secondary to post-op atelectasis. The patient recovered post physiotherapy and was discharged. Per the investigator the cause of the lower limb weakness and atelectasis were possibly procedure related. No additional clinical sequelae were reported and the patient is fine.